Event description:
The customer's mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The mother stated the insulin pump was not dropped or bumped. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.